Event description:
Customer reported on bravo capsule which failed to attach. The capsule was still attached to delivery system when removed.

Manufacturer narrative:
No pt injury has occurred following this incident.